Manufacturer narrative:
Other devices listed in this report: cat #: unk, lot #: unk, description: unknown 54e tritanium cup, cat #: unk, lot #: unk, description: unknown 30 head, cat #: unk, lot #: unk, description: unknown #4 127 accolade ii stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon revised patient's right hip due to infection. Surgeon removed implants and implanted a prostalac antibiotic spacer.